Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on (B)(6) 2015, the patient experienced a blood glucose of 570 mg/dl with the following symptoms: strong, fruit breath odor, rapid, deep breathing, abdominal pain, extreme drowsiness, blurred vision, polydypsia, nausea, symptoms of dehydration, shortness of breath, vomiting, difficulty waking up, confusion and moderate ketones. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated with insulin via pump and insulin via injection. During troubleshooting with customer technical support (cts), it was revealed that the bolus totals matched the patient's programmed settings and were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump's history. The basal delivery totals in the total daily dose did not match due to a cartridge change, the prime menu accessed and the pump being suspended. Cts determined that a change in stress contributed to the bg excursion and referred the patient to their healthcare provider for diabetes management. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.